Event description:
It was reported that the patient passed away. No other details given. Attempts for further information have been unsuccessful to date.

Event description:
Additional information was received from the physician indicating that the death was not witnessed and no details are available regarding the exact cause of death, but the physician does not feel the death is related to vns. The patient had a reduction in seizures with vns and was receiving therapy at the time of death. Then patient was compliant with aeds, but was "poorly compliant with required follow-up and maintenance visits", per physician. This death event has been reviewed by manufacturer nurse and with the available information has been determined to be possible sudep.

Manufacturer narrative:
.